Event description:
Patient didn't have any questions about orthovisc but reviewed dosing and she reported sleeping issue and looking for possible drug causes for insomnia over last 3 months. Discussed prozac 20 mg tablet usage and pt noted taking twice daily. Advised to contact dr and verify why splitting doses and possible change to morning dosing to see if helps issue. Patient noted under lots of stress and may not be related to medication. Dates of use: 3 months; "is the product compounded? No; is the product over-the-counter?: no."